Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17632) (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented in hospital after receiving a vibratory alert. Interrogation revealed the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced.